Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The pod arrived not deployed, with the slide insert not visible through the top housing window and the soft cannula not visible through the bottom housing window. Inspection of the download data indicated that the pod delivered 52 pulses before deactivation, of which 51 were first prime pulses. Timeouts and drive stalls were observed. An 0x5c alarm was generated as a result of these abnormalities, as the open count at the end of first prime was too low. The generation of this alarm resulted in the needle mechanism failing to deploy. No resistance was observed during testing, and shelf mode current was within specifications. Brass shavings from the tube not were observed on the lead screw. Due to the inability to retrieve download data, it could not be confirmed if brass shavings on the lead screw contributed to the reported event.